Event description:
It was reported the product was not used on a pt but was being prepared for a laparoscopically assisted vaginal hysterectomy. It was reported the lsc15 alignment pin was difficult to remove and once removed, the blade would not align with the tissue pad. The lcs would not open and close properly. Another was opened to complete the case. There was no consequence to the pt.